Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserting the foley catheter into the patient, it was unable to inject water, and upon inspection, the catheter was found to be damaged.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate as it states, opened or if any imperfection or surface deterioration is observed, do not use. Insertion 1. Wash hands. 2. Use aseptic technique to prepare the patient for catheter insertion. 3. Use aseptic technique to remove the catheter from package. Connect catheter to urine collection container as needed. 4. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 5. Catheterize the patient using dominant hand. 6. When catheter tip has entered bladder, urine will flow through the catheter. A. For female anatomy, insert catheter approximately 5 cm (2 inches) more. B. For male anatomy, insert catheter all the way to bifurcation. 7. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific note: drawing may not display actual shape of catheter tip or presence of additional lumen(s). 8. Gently pull the catheter until the catheter balloon is snug against the bladder neck. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, when inserting the foley catheter into the patient, it was unable to inject water, and upon inspection, the catheter was found to be damaged.